Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was intially reported that there was debris found inside the patient.however, additional information confirms that the insualation has been compromised and that all debris was successfully removed.

Manufacturer narrative:
The reported condition can be considered confirmed based on evaluation of the returned product. Visual inspection disclosed the reported condition refers to material degradation (debris) from the aardvark spacer. This component is located in the distal end section of the probe. It was also noticed that the black insulation on the probe's wand (tube) was slightly damaged on its distal end. The probable root causes for the observed condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: risk reduction measures and controls are in place at the manufacturing line to capture any possible insulation related condition through 200% visual inspection of all serfas energy probes. Misuse: an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging, inadequate hospital suction, bad connection to hospital suction line, pinch clamp left closed. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was initially reported that there was debris found inside the patient. However, additional information confirms that the insulation has been compromised and that all debris was successfully removed.